Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse did not find any instrument issue. The cse cleaned the incubation ring sample and reagents dispense area. A siemens headquarters support center specialist reviewed the event data and service report and concluded that the potential causes of the discordant, falsely elevated total hcg results are usually attributed to wash aspiration, acid or base dispense/quality, ancillary performance, or sample quality. This is considered as an isolated event. The cause of the discordant, falsely elevated total hcg result on one patient sample is unknown. The instrument is performing within specification. No further evaluation of device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. An additional human chorionic gonadotropin testing was performed with an alternate methodology, which was negative. The sample was then repeated on a dimension instrument, resulting lower. The negative hcg results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.